Manufacturer narrative:
No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site nurse reported that, while in an ear, nose & throat (ent) procedure, using a navigation system, they failed patient registration twice. In trouble-shooting, the nurse reported the tracker on the register page was showing slightly misplaced. The medtronic representative instructed the nurse to click to move the tracker position. They re-registered and passed. The surgeon alleged the system was 1-2 millimeters inaccurate after registration. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.